Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
It was reported that one of the trial patient¿s lead cables was loose. The right side cable was connected to the screener box. The patient had multiple sclerosis (ms) diagnosis and read that the therapy was not good for the patient population. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.